Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, and h11. The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the technician went through cabling with the customer and confirmed it was wired correctly, and the cables were not loose. The customer was advised to test releasing an image and it worked, then hit add data on the keyboard and the patient data appeared on the screen. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during diagnostic colonoscopy procedure the subject device were not able to take images. The procedure was completed the same device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.